Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to information received in the service report, dc/dc & standard connectors printed circuit board and gas modules were reconnected. The ventilator passed all functional and safety tests and was cleared for clinical use. Technical error 5 (power failure 24 volts too low alarm) shall be triggered when +24 v supply is below +21.5 v for more than three seconds. Dc/dc & standard connectors printed circuit board convert and supply required internal voltages, control switching between mains power supply and external 12 v battery and hold a number of standard connectors. The gas modules regulate the inspiratory gas flow and a faulty gas modules may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. Cause of the issue has been determined as related to dc/dc & standard connectors printed circuit board and gas module.